Manufacturer narrative:
Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. An evaluation was performed on the returned device. The insertion handle was received intact with nominal wear consisting of nicks and dings consistent with regular use. The protective sleeve guide hole is damaged from impact on the distal and proximal edges and material has rolled over into the guide's bore. As a result of hammering occurred, this is not recommended on this surface. The protection sleeve is jammed into the 120deg guide hole of the handle and cannot be removed. The balance of the instrument is in good condition. The protection sleeve received intact with scratches, roll marks and axial scoring consistent with regular use and forced engagement. The ID appears smooth and clean and the balance of the device is in good condition. The insertion handle and protective sleeve are intended for use as recommended in ti lateral entry femoral recon nailing procedure. This method of use has reduced the hole diameter at this feature causing the protective sleeve to become jammed upon insertion. All such insertion handle removal techniques are intended to be performed by using the slide hammer, hammer guide and driving cap connected to the proximal side of the insertion handle. The hammering of the insertion handles distal sleeve guide hole was responsible for this complaint and determined to not be the result of a design deficiency. The 03.010.045 and 03.010.063 are determined to be suitable for their intended use when used as recommended. The complaint is therefore confirmed; however the design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon inserted a lateral entry femoral nail, and after inserting the nail, he put protection sleeve into the handle for the 120 degree antegrade screw. The screw became stuck in the insertion handle, surgeon tried to remove sleeve from handle but was unsuccessful. The surgeon had to remove the femoral nail and use a second insertion handle and sleeve. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.